Event description:
A customer reported to baxter (B)(4) that a patient came in to the clinic with leakage from the miniset. The leakage was from top of the miniset. The twist clamp was completely twisted. No leakage was observed when minicap was on. The set was changed and vankomycin was given as a preventative measure. There was patient involvement, no injury was reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The leak was confirmed based on a sample evaluation sent into the lab. Specifically, during a visual inspection it was noted that one of the occluder feet was broken.